Manufacturer narrative:
Concomitant medical product(s): dtma1qq ICD; 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and extracardiac stimulation caused by the left ventricular (lv) lead. It was noted that the patient reported feeling left side palpitations that ¿come and go¿. It was further reported that the patient sent in a transmission report that showed elevated threshold measurements on the lv lead. Reprogramming was done, which resolved the stimulation, and not the thresholds. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.